Event description:
It was reported that prior to a stenting treatment procedure, stent damage was observed. The target lesion was located in the left anterior descending artery. While unpacking the 4.0x16mm promus element coronary drug-eluting stent system, damage to the distal end of the stent was observed. The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.

Event description:
It was reported that prior to a stenting treatment procedure, stent damage was observed. The target lesion was located in the left anterior descending artery. While unpacking the 4.0x16mm promus element coronary drug-eluting stent system, damage to the distal end of the stent was observed. The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device identified stent damage. The struts at the proximal end and other areas of the stent were raised and twisted. The stent had moved approximately one strut width over the distal marker band. The damaged portion of the stent did not meet outer diameter specification; the undamaged portions did meet specification. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).